Event description:
The peritoneal dialysis (pd) pt called tech support requesting assistance with his cycler stating that he was feeling full because he had overfilled. A review of the treatment data provided by the pt at the time of the call showed a large drain 3 volume of 4079ml. Treatment date provided below: drain 0:876ml. Fill 1: 1999ml drain 1: 1448ml. Fill 2: 1999ml drain 2: 1611ml. Fill 3: 1999ml drain: 3:4079ml. Fill 4: 1999ml drain 4:2138ml. Fill 5: 507ml no last drain. The reported large drain 3 volume exceeds the 180% drain criteria (drain volume/prescribed fill >180-4079ml/2000ml=204%) for a reportable device malfunction. Pt's pd rn confirms no medical intervention was required during or following the event. The pt continue with ccpd program is stable condition.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred in drain 3 following the prescribed fill 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is undergoing eval and a supplemental report will be submitted upon completion.